Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Sample received by the manufacturer. Air enters through the insertion stylet during the PICC insertion when aspirating to check the blood return, and when flushing saline drops through the insertion stylet. This happens since the rubber cap of the stylet has changed. Additional information received 07/18/2023: when aspirating through the extension bar of the stylet, once the catheter is inserted to check that it is in the vein, air enters and when washing, blood or serum leaks through the stylet. No urgent or life-threatening event occurred, and no patient harm was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
Sample received by the manufacturer. Air enters through the insertion stylet during the PICC insertion when aspirating to check the blood return, and when flushing saline drops through the insertion stylet. This happens since the rubber cap of the stylet has changed. Additional information received 07/18/2023: when aspirating through the extension bar of the stylet, once the catheter is inserted to check that it is in the vein, air enters and when washing, blood or serum leaks through the stylet. No urgent or life-threatening event occurred, and no patient harm was reported.

Event description:
Sample received by the manufacturer. Air enters through the insertion stylet during the PICC insertion when aspirating to check the blood return, and when flushing saline drops through the insertion stylet. This happens since the rubber cap of the stylet has changed. Additional information received 07/18/2023: when aspirating through the extension bar of the stylet, once the catheter is inserted to check that it is in the vein, air enters and when washing, blood or serum leaks through the stylet. No urgent or life-threatening event occurred, and no patient harm was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.